Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that patient presented for scheduled procedure for system extraction due to an open pocket-site wound with drainage. The infection was identified by blood culture. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and right atrial (ra) leads were explanted and replaced with leadless pacemaker system. Patient condition was stable.